Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was a product defect / leak. The device was removed and replaced.

Manufacturer narrative:
A titan touch pump and two cylinders received for evaluation. Examination and testing of the returned components revealed a separation in the cylinder 1 exhaust tubing. Testing revealed this to be a site of leakage. Microscopic inspecting revealed the separation site to have a central groove, indicating contact with sharp instrumentation, such as a needle. No abnormalities were noted with the pump or cylinder 2. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the cylinder 1 exhaust tubing occurred subsequent to the device packaging being opened. Based on the evaluation and information received, the separation most likely occurred inadvertently prior to the implant procedure. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.